Event description:
A peritoneal dialysis (pd) patient contact reported that the patient was hospitalized with peritonitis on (B)(6) 2022. There were no reported allegations that the peritonitis was caused by a malfunction or product deficiency with fresenius products. In an additional follow-up call, the patient¿s pd nurse stated the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2022, the patient went to the hospital and was admitted. It was reported during hospitalization the patient had a pd culture obtained but the results are unknown. The nurse stated the patient was treated with antibiotic therapy (unknown medication). Additionally, on (B)(6) 2022, the patient required removal of the pd catheter (not a fresenius product. The patient was transitioned to hemodialysis for renal replacement needs. Subsequently, on an unknown date, the patient was discharged from the hospital. The patient is continuing outpatient hemodialysis and is reportedly recovering from the event. The nurse stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis. The nurse stated it is suspected the peritonitis event was caused by a breach in aseptic technique during the pd exchange as there was a change in who was helping the patient perform pd at home.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient¿s peritonitis characterized by abdominal pain. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the liberty select cycler/liberty cycler set was associated with the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the reported information, the peritonitis is likely to be associated with a breach in aseptic technique during the pd exchange. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient was hospitalized with peritonitis on (B)(6) 2022. There were no reported allegations that the peritonitis was caused by a malfunction or product deficiency with fresenius products. In an additional follow-up call, the patient¿s pd nurse stated the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2022, the patient went to the hospital and was admitted. It was reported during hospitalization the patient had a pd culture obtained but the results are unknown. The nurse stated the patient was treated with antibiotic therapy (unknown medication). Additionally, on (B)(6) 2022, the patient required removal of the pd catheter (not a fresenius product. The patient was transitioned to hemodialysis for renal replacement needs. Subsequently, on an unknown date, the patient was discharged from the hospital. The patient is continuing outpatient hemodialysis and is reportedly recovering from the event. The nurse stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis. The nurse stated it is suspected the peritonitis event was caused by a breach in aseptic technique during the pd exchange as there was a change in who was helping the patient perform pd at home.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. The alleged event is confirmed since the incident was caused by the user.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient was hospitalized with peritonitis on (B)(6) 2022. There were no reported allegations that the peritonitis was caused by a malfunction or product deficiency with fresenius products. In an additional follow-up call, the patient¿s pd nurse stated the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2022, the patient went to the hospital and was admitted. It was reported during hospitalization the patient had a pd culture obtained but the results are unknown. The nurse stated the patient was treated with antibiotic therapy (unknown medication). Additionally, on (B)(6) 2022, the patient required removal of the pd catheter (not a fresenius product. The patient was transitioned to hemodialysis for renal replacement needs. Subsequently, on an unknown date, the patient was discharged from the hospital. The patient is continuing outpatient hemodialysis and is reportedly recovering from the event. The nurse stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis. The nurse stated it is suspected the peritonitis event was caused by a breach in aseptic technique during the pd exchange as there was a change in who was helping the patient perform pd at home.